Event description:
Reporter indicated a dell handheld vns computer was freezing during interrogation. Reseating the flashcard resolves the issue, but the screen freezing continues to recur. The handheld vns computer has been returned and is currently in prod analysis.